Manufacturer narrative:
The device was returned for analysis. The reported tip separation was confirmed. The reported difficulty to advance and remove from the guide wire could not be confirmed due to the condition the device was received for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot.the investigation determined the reported difficulties appear to be related to operational context of the procedure as it is likely the device interacted with the guide wire during advancement causing the reported difficulty to advance. The device was then removed; however, continued interaction with the guide wire caused the reported difficulty removing the stent delivery system resulting in the reported tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, 70% stenosed lesion in the left anterior descending (lad) artery. A 3.5x12mm xience skypoint drug eluting stent (des) was advanced but could not reach the target lesion to be implanted due to resistance with the guide wire. The des was attempted to be removed so dilatation could be completed, however, the des was difficult to remove from the guide wire (gw). Once the des was pulled off of the guide wire with force, the distal tip separated and was left behind on the guide wire. The procedure was aborted, and no other device was used to stent the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.